Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture concomitant products: gel mentor memorygel breast implant 500 cc , catalog number 3505001bc, serial number (B)(4), lot number 7457085. The initial reporter is patient¿s assistant. (B)(6). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation primary with a gel mentor memorygel breast implant 500 cc and experienced rupture on the left breast implant. The rupture was discovered during capsulectomy surgery. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 500 cc on (B)(6) 2019.

Manufacturer narrative:
On 5/20/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 5/27/2019, per device returned the product reported in this case was gel mentor memorygel breast implant 500cc, catalog number 3507500bc, lot number 5564971, serial number unknown. The replacement devices were gel mentor memorygel breast implant 500cc. On 5/28/2019, a manufacturing record evaluation (mre) was performed for the finished device number 5564971, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/1/2019, during analysis of the sample, was noticed to be damaged. No additional anomalies were discovered. Microscopic test was not performed to avoid compromise the device integrity. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. A possible cause for the condition reported is due to excessive force to the chest; trauma; compression during mammographic imaging; and severe capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).